Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: fusion argus os, serial/lot #: unknown, analysis of the 9733560xom found insufficient information. Analysis of the fusion argus os found insufficient information. Unable to determine. Probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the site had an issue booting the system. Upon booting, the screen turned black and would not change. Rebooting the system resolved the issue and the system booted normally. There was no patient present when the issue occurred.